Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site is having issues with the communication between the mobile view station (mvs) and image acquisition system (ias). When the site disconnected the lemo connector, they saw that pins were broken. No patient present.